Event description:
A controller error and pump stop occurred. It was noted that there was a battery failure (red alarm) and the console was changed. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.